Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture, lump, and cyst. The device has been explanted.

Event description:
Healthcare professional reports left side rupture, lump, and cyst. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles, broken shell, underweight, crease fold and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening and striated opening in the anterior side and striated broken in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior edge due to an unidentified (tear) opening. A striated edge opening on anterior side due to surgical damage. A striated edge broken on anterior side due to surgical damage missing piece of the shell due to inconclusive.